Event description:
Reportedly, at the end of the procedure: rbc collect bag was weighed and only 500ml was withdrawn from this patient in contradiction to the 2000ml mentioned by the machine. This required therapeutic removal of 400ml of whole blood.

Manufacturer narrative:
(B) (4). Cobe spectra essentials guide cautions operators, "the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however, it is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient." As well as several other cautions that inform operators to, "monitor all solutions and procedures for correct fluid balance." An occlusion of the remove line would likely result in pulsing of the line (above the pump cartridge) to the waste bag. It is not detected by the machine nor does not cause the machine to alarm, so the machine still thought it was removing rbcs (presuming a pressure build up does not occur due to the excess volume going back to the patient via the plasma line). From the photos provided by the customer, no inherent manufacturing defect in the tubing can be observed. Approximately 500ml of volume reached the waste bag indicating that the pathway was not completely occluded, nor blocked for all of the procedure. Replacement fluids were frequently exchanged by the operator in the identical sight line of the waste bag. In changing "several" units, the deficient waste bag was not observed. Trends suggest that the event reported is random and isolated on a general basis. Root cause: this disposable set was unavailable for specific root cause analysis. The most likely root causes of this event are a severe kink in the tubing below the three lumen connector, a pinched loop exiting the centrifuge or incomplete seating of the channel lines in the filler grooves. If more information becomes available, this report will be amended.